Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: " I have taken care of a 15 year old boy twice, both times using an lma for under an hour. On both occasions the patient complained of significant throat pain for several days post operatively. Based on his first experience, the second time I cared for him I sized down to a '3, underinflated the cuff, lubricated generously and neither time was there any difficulty in placing the lma or blood on it when removed to indicate any trauma. He has lost 6 lbs since surgery as he is unable to swallow." Photo shows erythema at the back of the throat. Additional information: "the patient is a 15 yr old male, 5' 7" 150 lbs no significant medical history. I referred the patient to an ent for evaluation on post op day 6. The ent placed the patient on a course of steroids and pain medication. It is now one week after treatments initiated by the ent and patient's throat pain has resolved."

Event description:
It was reported that: " I have taken care of a 15 year old boy twice, both times using an lma for under an hour. On both occasions the patient complained of significant throat pain for several days post operatively. Based on his first experience, the second time I cared for him I sized down to a '3, underinflated the cuff, lubricated generously and neither time was there any difficulty in placing the lma or blood on it when removed to indicate any trauma. He has lost 6 lbs since surgery as he is unable to swallow." Photo shows erythema at the back of the throat. Additional information: "the patient is a 15 yr old male, 5' 7" 150 lbs no significant medical history. I referred the patient to an ent for evaluation on post op day 6. The ent placed the patient on a course of steroids and pain medication. It is now one week after treatments initiated by the ent and patient's throat pain has resolved."

Manufacturer narrative:
(B)(4).